Manufacturer narrative:
Visual analysis of the photographs identified: deflation : not observed. Capsular contracture: unable to observe since it is not related to the device. Photo of the device is a non abbvie. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: h6.

Event description:
Healthcare professional sent an email asking if devices were allergan. Healthcare professional later reported right side "rupture" and marked capsular contracture baker grade iii. The device has been explanted and replaced.

Event description:
Healthcare professional sent an email asking if devices were allergan. Healthcare professional later reported right side "rupture" and marked capsular contracture baker grade iii. The device has been explanted and replaced.

Manufacturer narrative:
Continued e.1 postal code: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture baker grade iii.